Event description:
Patient stated one of the pen needles were defected and unable to use. Pt stated she needs an additional needle. Unknown if missed dose - if or available to return. Unknown if any adverse event occurred. No further information provided. Reported to (B)(6) by pt/caregiver.